Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park. H10: device evaluation by manufacturer: the icesphere 1.5 cx 90 degree needle was returned for analysis. Visual inspection revealed that the needle shaft was bent, and the device cable was cut. Functional testing was unable to be performed because the cable was cut.

Event description:
It was reported the patient experienced tachycardia requiring resuscitation. An icesphere 1.5 cx 90 degree needle was chosen for a ganglion impar cryoneurolysis procedure. The patient was prone on the computed tomography (CT) table under moderate sedation. The icesphere needle was inserted into the ganglion impar area. The anesthesiologist administered additional pain medications prior to starting the freeze cycle. The patient became immediately tachycardic. The code team was called in and the patient was resuscitated. The procedure was cancelled. The patient is currently in the intensive care unit (ICU).

Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park.

Event description:
It was reported the patient experienced tachycardia requiring resuscitation. An icesphere 1.5 cx 90 degree needle was chosen for a ganglion impar cryoneurolysis procedure. The patient was prone on the computed tomography (CT) table under moderate sedation. The icesphere needle was inserted into the ganglion impar area. The anesthesiologist administered additional pain medications prior to starting the freeze cycle. The patient became immediately tachycardic. The code team was called in and the patient was resuscitated. The procedure was cancelled. The patient is currently in the intensive care unit (ICU).